Event description:
The customer reported that the needle tip of the device was missing when the device was handed from the surgeon to the surgical tech. The tip was located. Another needle tip was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident sample were not returned to covidien for evaluation. However, a photograph of three devices was provided. Review of the photograph found that the tip of two needle electrodes were melted into a ball and charred as if exposed to excessive heat. Nothing was missing or broken from the devices. No damage was noted on the third electrode in the picture. The e1552 instructions for use state needle electrodes are designed for precise low power use during monopolar electrosurgery. Using a needle at high power for extended periods of time may result in damge to the needle. Always use the lowest power setting that achieves the desired surgical effect.